Event description:
Event description guidant received information that during a routine pacemaker follow-up, both atrial and ventricular leads were noted to have become dislodged due to the patient undergoing excessive physical therapy and weight training in the nursing home within the week following the implant procedure. Subsequently, both leads were repositioned during a revision procedure. Shortly after the revision procedure, the pacemaker patient was sent back to the implanting hospital with symptoms of cardiac tamponade. The patient underwent a pericardial centesis. The ventricular lead was unable to capture the myocardium and a microscopic perforation of the ventricle was suspected. The patient was stabilized and five days later the ventricular lead was successfully explanted and replaced with another lead.